Event description:
It was reported a patient fell during use of a viking m device. When the patient fell, they sustained a head injury and were transported to the emergency room. Reportedly, ¿one of the slingbar's two safety hooks is damaged.¿ furthermore, ¿the harness used during lifting is not original liko¿ device. The viking m instruction for use (IFU) states: "before lifting, always make sure that: the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface; the latches are intact; missing or damaged latches must always be replaced with new ones." The IFU additionally states: ¿universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops.¿ the baxter service technician inspected the viking m lift and found the composite latch was broken and subsequently replaced. The baxter service technician noted that the customer was using an unidentifiable, non-liko sling. It is unknown if the damage to the composite latch occurred prior to use or during the use associated with this event. Further details regarding the event were unable to be obtained as the reporter declined additional follow-up. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was evaluated on-site by a qualified baxter technician. During visual inspection and functional testing, the composite latch was found to be broken. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to incorrect use by the operator and/or use of a non-original harness. The composite latch was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.